Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reporting hearing an alert. The physician indicated that the alert was triggered due sensing integrity counter (sic) and high rate non-sustained episodes from t-wave oversensing (twos). The patient was noted to have had an ablation nearly a month earlier and twos was noted following the procedure. Reprogramming was performed at that time, but the twos continued. The lead remains in use. No patient complications have been reported as a result of this event.